Event description:
The customer reported experiencing unexplained high blood glucose for the past three days. Troubleshooting was performed. The customer stated that she does not have a back up plan. The customer's most recent glucose reading was 78mg/dl. The customer stated that the insulin pump is not alarming no deliver as it should. Advised the customer to contact her doctor about her basal rates, and to call back for assistance with programming these rates into her insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.